Event description:
It was reported that patient was experiencing difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.